Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that her onetouch verio iq meter was reading inaccurately high compared another device. The patient reported obtaining blood glucose readings of ¿20.4 mmol/l¿ with the subject meter and ¿11.0 mmol/l¿ on another device (pharmacy meter), performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lfs accuracy criteria. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.